Manufacturer narrative:
(B)(4). Batch #: v9614a. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Did the extended surgery time due to the issue with the device changed the plan of care for the patient? What is the current condition of the patient? Was there any other action taken for the prolonged time of the surgery? Did the procedure have to be converted to open? Did the patient need any different type of post op care due to the extended time of the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the tissue pad dropped after 30 minutes of using the instrument. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 5/23/2022 additional information was requested and the following was obtained: ¿ is the white tissue pad completely missing from the clamp arm of the device? >> partially separated. ¿ did the extended surgery time due to the issue with the device changed the plan of care for the patient? >>no ¿ what is the current condition of the patient? >> patient is fine. ¿ was there any other action taken for the prolonged time of the surgery? >> no ¿ did the procedure have to be converted to open? >> no ¿ did the patient need any different type of post op care due to the extended time of the procedure? >> no h1: MDR decision: not reportable h6: medical device problem code upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.